Event description:
On (B)(6) 2014, the lay user/patient¿s nurse contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter was reading blood samples as control solution. The complaint was classified based on the customer care advocate (cca) documentation. The reporter did not specify when the meter issue began, but stated that several tests performed with blood sample had read as control solution and produced "low readings". It is unknown what medication, if any, the patient takes to manage their diabetes, but the reporter detailed that the patient consumed sugar in response to the meter issue. The reporter did not detail if the patient developed any symptoms, but stated that ¿three months¿ after the meter issue, the patient¿s hba1c level had increased from 8% to 10%. The reporter did not detail if the patient received any treatment. Replacement products were sent to the patient. Based on the information provided, there is no indication the product issue caused and/or contributed to an adverse event. The patient did not develop signs or symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical treatment from a healthcare professional for either of these conditions. This complaint is being reported because the alleged meter issue was not resolved with troubleshooting.